Event description:
It was reported that during an unknown procedure, the device could not apply the clip successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Malformed clip, ejected clip. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "can't apply clip successfully?" Does this mean device would not deploy clip? Does this mean clip came off of tissue once deployed? Does this mean clip not formed properly? Please provide more details regarding specific issue experienced by user. What type of procedure was device used on? How was case completed? The analysis results of the er420 device found that it was received with a malformed clip jammed in jaws and fed sideways. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon removal of jammed clip the device was fired and the remaining (B)(4) clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.